Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed that the device tip was detached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that tip detachment occurred. A 4f imager ii angiographic catheter was selected for use. During preparation for percutaneous transluminal angioplasty (pta) procedure, the physician performed flushing on the 4f imager ii angiographic catheter prior to insertion into the introducer sheath. However, the physician noticed that the radiopaque tip of the imager ii was detached. The procedure was completed with another 4f imager ii angiographic catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detachment occurred. A 4f imager ii angiographic catheter was selected for use. During preparation for percutaneous transluminal angioplasty (pta) procedure, the physician performed flushing on the 4f imager ii angiographic catheter prior to insertion into the introducer sheath. However, the physician noticed that the radiopaque tip of the imager ii was detached. The procedure was completed with another 4f imager ii angiographic catheter. No patient complications were reported and the patient's status is stable.